Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported that post procedural thrombi occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). At an unreported time post procedure, thrombi developed on the closure device. The patient was instructed to discontinue rivaroxaban and begin dabigatran. It was further reported in june 2023, transesophageal echocardiogram revealed the thrombi were no longer present and the closure device was completely endothelialized. The patient was instructed to continue dabigatran for sixty (60) additional days.

Manufacturer narrative:
E1 initial reporter facility information updated. This event is a duplicate to report number: (B)(4).

Manufacturer narrative:
B3: date of event - aware date of (B)(6)2023 used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported that post procedural thrombi occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). At an unreported time post procedure, thrombi developed on the closure device. The patient was instructed to discontinue rivaroxaban and begin dabigatran.